Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for a follow-up, non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient did not received therapy during the oversensing episodes. Programming changes were made. The device remains implanted.